Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. During initial functional testing, the device failed due to an evt_circuit_disconnect alarm. As a result of this failure, the proportional valve, 3-way solenoid valve, and machine flow sensor were identified for replacement. Device log files were successfully downloaded and reviewed; no critical errors were identified. During the evaluation, multiple components were identified as requiring replacement due to preventive maintenance, including the proportional valve, 3-way solenoid valve, internal battery pack, detachable battery pack, muffler assembly, and air inlet foam filter. Additional components were found contaminated or stained and required replacement, including: the particulate filter, the fan retainer, the blower bellows seal, blower mount, the cooling fan assembly, muffler assembly, tubing system pca, the tubing-blower chassis, tubing fio2, and the tubing low flow o2. During further testing, the device failed the system leak verification: pressure drop over 10s test. The blower assembly was replaced to address this issue. Following rework, the blower was changed. The customer complaint was confirmed. Following service, the unit passed all testing.